Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately a week prior to 19may2023.

Event description:
It was reported that on several occasions, the patient experienced stimulation shutting off while charging their deep brain stimulation (dbs) system. Magnetic resonance imaging taken in the field revealed no anomalies. However, the database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy.